Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of 1.8, 8.3 mmol/l with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescans criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (6/16/2013). The patient¿s meter and test strips have been returned on 5/17/2013 and 5/21/2013, respectively, and evaluated by lifescan product analysis on 6/12/2013 and 6/4/2013, respectively, with the following findings: the meter and test strips involved with this complaint passed testing. The meter, when tested, could not reproduced the reported issue. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.